Manufacturer narrative:
(B)(4). Initial reporter: facility name - (B)(6). . The device was serviced on-site by a field service technician. Functional testing revealed an occurrence of an air in line alarm, confirming the reported condition. The cause of the air in line alarm was determined to be a damaged tube guide shim. To correct the condition, the tube guide shim was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented a constant air alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.